Event description:
It was reported that the leads became dislodged and the pocket became infected. Positioning/fixation difficulty, no capture, and undersensing were also reported. The physician elected to remove the entire system. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed; no anomalies found. (B)(4) the full lead was analyzed; no anomalies found. It was also noted that blood/body fluid was on the proximal conductor, the outer insulation was breached cut and that blood was in/on the helix mechanism; apparent explant damage.